Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex coronary artery. A 3.00mm x 12mm nc emerge balloon catheter advanced but failed to cross the lesion due to calcification. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR,: returned product consisted of an nc emerge balloon catheter. Visually inspection revealed no damage or irregularity and microscopically inspection revealed a 7mm longitudinal tear 4mm proximal from the tip of the device. There was blood and contrast in the inflation lumen and the loosely folded balloon. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex coronary artery. A 3.00mm x 12mm nc emerge balloon catheter advanced but failed to cross the lesion due to calcification. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.